Event description:
It was reported from (B)(6) that the power module device was not functioning. It was further reported that the device would not charge and a ¿spanner symbol¿ was appearing. It was not reported if the device was used in surgery. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. Review of production history revealed the device was manufactured according to specifications. There were no abnormal findings identified. The device history record showed no incidents contributing to this event. Inspection results showed that the battery unit of the electronic device was exhaustively discharged. A detailed analysis revealed that the device had been stored discharged for 18 months, which destroyed the device and its functionality. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.